Event description:
Reporter alleged the lot number, code number, and "use by" date is rubbed off of the test strip vial that is used with the blood glucose monitoring system. Reporter stated when calling the manufacturer to set the time and date, the info on the test strip vial that was rubbed off was noticed. Reporter indicated no illness, injury or treatment was reported as a result of the alleged incident. A request was made for the return of the suspect product and replacement product was sent.